Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation for left side. Device was explanted and replaced.

Event description:
Healthcare professional reported deflation for left side. Device was explanted and replaced.

Manufacturer narrative:
Clarification to b3 date of event: partial date july 2024. Device evaluation: based on the product analysis performed, the assessments of the complaints are: - deflation: observed an opening assessed as surgical damage. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, e1, h3, h6, h11.